Event description:
It was reported that during an open reduction interbody fusion orif procedure of the left foot, the threads of a 4.0 mm cannulated screw shattered off into the bone. This occurred while the surgeon was inserting the screw into the bone. Surgeon was not successful in removing the thread fragments and they remain in the patient.

Event description:
Patient dropped 800 lb tire on foot and went in to surgery for lisfranc joint fracture dislocation. Post operative restrictions prescribed include non weight bearing. Surgeon contact reported patient had minimal pain post surgery and screw had been removed. Small particles of metal were present that will not cause problems. If patient is having pain, it is from the dislocation and possible early arthritis. Patient last seen (B)(6) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number provided but confirmed to be unassociated to part/catalog number reported, 407.640. Therefore, device history record could not be completed. Not previously reported: patient postoperative outcome is unspecified disability. Original date aware, is being corrected to (B)(4) 2012. New information was received on (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.